Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7111292. Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7116070. Product family: dbs-ipg-r-MRI upn: m365db12160, model: db-1216, serial: (B)(6), batch: 583972.

Event description:
It was reported that the deep brain stimulation (dbs) patient's lead extension site was opened and exposed. Cultures were not taken, but the physician surmised the patient symptoms were the result of an infection. Antibiotics were prescribed, and the patient underwent an explant procedure wherein the entire dbs system was removed. The patient did well postoperatively.